Manufacturer narrative:
The device was returned to the service center. For evaluation. A visual inspection was performed on the received scope and found the glue on the bending section had signs of chemical damaged and cracks along the edges. Due to the cracks noted, a cotton swab test was performed and was the swab was able to catch on the crack when tested. There was no missing adhesive noted on the bending section adhesive. Additionally, a microscope was used to inspect the distal end and found no missing pieces/objects on the c-cover end; only dents and minor scratches were noted during inspection. The scope was air leak tested on the mu-1 air leakage tester and passed. Further evaluation with an olympus boroscope used to inspect the biopsy channel and found scrape markings with lifting/peeling on the channel interior wall; no evidence of black debris were noted. This was caused by an improper usage of an accessories forceps type during the insertion. The suction channel was also evaluated and there was no abnormality observed; no indication of channel damages and no signs of any ¿black¿ debris noted. Based on the evaluation, the exact root cause of the reported phenomenon could not be determined.

Event description:
The service center was informed that during an unspecified procedure, a small black piece broke off the scope. It is unknown if the device fragment was retrieved or if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to correct the device evaluation conclusion statement and provide instrument history. Please see the updates in sections: g4, g7, h2 and h10. Based on the evaluation, the exact root cause of the reported phenomenon could not be determined. There was no evidence of missing parts from observed on the scope during inspection. A review of the instrument history revealed the scope was purchase on (B)(6)2017. The scope was returned for serviced on (B)(6) 2019 and had a channel replacement due to leaks in the biopsy channel. The scope ID usages read at 71 during previous repair. The scope ID¿s now reads an accumulative of 109 uses; a total accumulation of 71 usages.